Event description:
During shoulder surgery the pump overran and water started going everywhere. The case was completed with no problems. At the end of the procedure, swelling was noted in the pt's shoulder area. The pt is recovering ok with no effects from the swelling at this time. There was no delay experienced in the procedure.